Event description:
It was reported that the patient was hospitalized for low flow alarms. A ramp study was performed, and pump speed was optimized. A computed tomography (CT) angiogram was performed and demonstrated a partial occlusion of the outflow graft. It was unknown if the occlusion was mechanical or the result of clot deposition. The pump appeared to be performing as intended. Log file review confirmed low flow events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was later reported that there was a nearly 90-degree kink in the outflow graft at approximately the midway point, just beyond where the outflow graft exits the bend relief. There did not appear to be clot deposition. It was noted that the patient was lightheaded during the period of observed low flow. The patient was transitioned from warfarin to unfractionated heparin. Hematocrit was programmed at the lowest possible setting to cause a false elevation in the flow calculation to mitigate alarms. The patient was elevated to status 2 on the transplant list and would remain hospitalized until transplanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted CT (computed tomography) image confirmed the reported "nearly 90 degree kink in the graft at approximately the midway point, just beyond where the graft exits the strain relief.¿ the controller event log file contained events on 13jul2023. Of note, there were several pulsatility index (pi) events that filled the majority of the file and would have overwritten older data, per design. No other notable events were captured, and the pump appeared to have been operating as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial (B)(6), and will remain hospitalized until they receive a heart transplant. No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The system monitor section of the IFU describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. This section also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. Pi events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The alarms and troubleshooting section of the IFU describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.